Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined to upload pump data for review, and declined to perform a system check with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.